Manufacturer narrative:
A getinge field service engineer (fse) called the customer to re-schedule the field action update; however, the customer advised the fse that this iabp will no longer be used in clinical setting and will be removed from service and scrapped. The getinge service order was closed without any action taken.

Event description:
It was reported by an uhs field service engineer (fse), that field actions could not be performed on the cs100 intra-aortic balloon pump (iabp) due to a helium leak. There was no patient involvement and there was no adverse advent reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported by an uhs field service engineer (fse), that field actions could not be performed on the cs100 intra-aortic balloon pump (iabp) due to a helium leak. There was no patient involvement and there was no adverse advent reported.